Event description:
It was reported that there was a confirmed motor stall with no motor stall recovery. The reporter updated the pump and saw the ¿pump restarted to restart command¿ in the event logs, but the still heard the alarm. There was nothing else listed in the event logs. The motor stall occurred around 11:50 on the morning of the report when the patient was at (B)(6). It was stated that the patient heard the ¿non-critical alarm¿ at that time. The reporter also heard a ¿beep beep beep¿ and not a two-tone alarm. It was explained that the motor stall alarm was a critical alarm. The reporter denied any mris. The patient was currently doing fine. It was suggested to update the pump to minimum rate mode if the patient was to be treated by other means. The pump was subsequently replaced 4 days later. The patient experienced ¿withdrawing¿; specific symptoms were not reported. It was stated that the motor stall recovered after more than 2 hours. It was unknown if further diagnostic testing or troubleshooting was performed before removal. The patient's status at the time of the event was stated to be alive with no injury. The pump was used to deliver dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).